Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got the device for retention but had gone back into urinary retention a number of times since a car accident they had (sudden return). The issue started ¿about 2 weeks ago¿.the patient stated that the device was working beautifully for urinary retention prior to the accident. They had been getting up every 2 hours and when the device was working they were getting up every 6 hours. After the accident when they were in the ER, the healthcare professional (hcp) did not care that they had a implanted device and an emergency MRI was done. They were catheterized after the surgery (that was due to the car accident) while they were in the hospital. The patient was told to see their urologist to check the device after their discharge from the hospital. The patient did not have the programmer with them so they were not sure if the ins was on or off. They called their hcp for follow up but was told the earliest appointment dated was july. The patient requested and was sent physician listings. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient repeated that they had the car accident, and still needed to get their device checked but did not have a doctor, so some were found in their area. Patient states he had urgent situations, reports no issues with his device. An email request was also sent to a rep to assist patient in locating a doctor. Patient noted that an MRI was requested. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient clarified the ¿urgent situations¿ was that the device did not seem to be working properly. They stated that there was an impact to the device discovered as they had 5 fractured lumbar vertebrae near the device. The patient was given an MRI (¿I was unconscious¿). As interventions/actions taken for the issue, the patient reported catheterized, medications, and a referral to a urologist. There were no further complications reported or anticipated.